Event description:
It was reported that the lead had perforated, confirmed via chest x-rays and echo. An increase in thresholds, a decrease in r-wave amplitude and an increase in pacing lead impedances were observed. The lead was explanted and will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.